Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-01488 / 01489). Hospital discarded as biohazard.

Event description:
It was reported that the patient underwent a hand ligament repair procedure on (B)(6) 2016. During the procedure, anchor inserter tip fractured while the surgeon was inserting the anchor. Another anchor was used but the same problem occurred again. Both fractured pieces were removed from the patient. No foreign material was retained. The procedure was completed with another anchor and a new hole was drilled. There was a 30 minute delay in the procedure.